Event description:
Doctor reported that mount could not be screwed off. Procedure was completed with another implant. Additional information received: on (B)(6) 2026, the mount could not be released during implant placement, meaning that the implant had to be removed of the jaw again. Even outside the mouth, it could not be detached and screwed in without the mount, so we had to open a new implant and place it. The connection between the implant and the mount was defective. The procedure took longer than expected, and healing is uncertain due to the frequent screwing in and out of the jaw.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: patient was born in 1981. A4: patient weight unknown / not provided. D9: device availability unknown / not provided. G4: premarket identification k101880.